Event description:
The reporter stated that she did back to back blood glucose testing, a minute apart, using different finger sticks and strips. Her results were 70 and 159 mg/dl. She did not have any symptoms. On follow-up, the reporter stated that since report, she had a meter to hcp meter comparison test done. Test was done fasting, with her meter reading 158 mg/dl. She said she had concerns about getting enough blood for tests. The lifescan representative reviewed testing techniques with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8